Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.11. The product was returned for analysis and the reported complaint could not be observed. The device was returned loose in a plastic bag. The lock-out assembly has been removed. Viscoelastic is observed in the device. The plunger has been fully advanced outside the nozzle. Stress observed on the nozzle tip. Intraocular lens (iol) was not returned. Photo provided shows an implanted iol. There appears to be a scratch/mark on the optic. The product investigation could not identify the root cause for the reported complaint "scratch on iol after insertion" as the lens was not returned. Only the device was returned for evaluation. Due to this, we are unable to confirm the lens and the plunger position for advancement and determine a root cause. Damage was observed to the tip of the nozzle. The observed damage typically occurs if there is a lack of viscoelastic between the lens and the nozzle lumen and/or if the plunger is not positioned correctly at the trailing optic edge for advancement. This can allow the lens to fold around the plunger tip making it too large to correctly advance through the narrow tip of the nozzle causing damage or become stuck. Based on our observation of the attached photo, there appears to be a scratch/mark on the iol optic. The origin of the observed scratch/mark cannot be confirmed based on the returned photo alone and without evaluating the physical product. The product was subject to handling and the reported damage was highlighted post implantation. Based on the results from the product history record, the products met release criteria. There have been no other complaints for this lot. Investigation has been completed based on current information. No further action is warranted at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that after intraocular lens (iol) implant procedure, a scratch on the iol optic was found just after the iol insertion. Physician stated that surgery was completed without product replacement. The surgeon chose to leave the lens implanted as the patient eyesight seemed to be no problem, and the patient is under observation. Additional information has been requested.